Manufacturer narrative:
The insulin pump passed the functional test, including self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. No excessive no delivery alarms noted all operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump was received with partially broken reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads and missing reservoir tube o-ring.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump alarmed no delivery a month ago but her device would not work. The patient had changed her site and set multiple times but the no delivery alarms would persist. The customer's doctor advised her to discontinue use of the insulin pump. The patient's blood glucose at the time of incident was 324 mg/dl. Troubleshooting did not occur since the customer wanted a replacement and to follow her doctor's advice. The insulin pump will be returned for analysis.